Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there was foreign material inside the light guide lens of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that due to mechanical/impact stress, the adhesive around the lens peeled off, allowing moisture to get into the lens, causing corrosion and or chemical stress due to chemicals used during device cleaning/reprocess. Since the foreign matter was not on the outer surface of the scope, proper/efficient reprocessing likely could not be performed. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.